Event description:
This is 2 of 2 reports linked to mfg report numbers: 3005920706-2025-00008. A nurse reported that a tcc cast (unknown ID) did not set completely when applied, leaving the achillies/ankle/malleolus loose and the ankle/foot largely unsecured by the cast so it is ¿soft¿. The recommended water temperature was followed. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h6, h11. The tcc cast (ID tcc23002) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.